Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with ventricular fibrillation after receiving a notifier for non sustained right ventricular oversensing episodes. It was noted that the implantable cardiac defibrillator exhibited far p-wave oversensing with some noise on the discrimination channel. The device had high capture and low sensing. A chest x-ray was suggested but not performed. No further information was available. The patient was stable throughout the event.